Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. The complaint that the valve does not seal on annulus, significant leak flow observed (pvl) was confirmed with empirical evidence via the event description. However, a definite root cause was unable to be determined since no imaging was provided. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system where one year and twelve days post procedure severe paravalvular regurgitation noted on tee done. There was no reported injury due to this event. Plans for closure but no updates made for specific plans available at this time. Event outcome is listed as ongoing.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, and h11. Additional information was received reporting that patient underwent a pvl closure on 1 year, 4 months, 6 days post procedure with no procedural complications noted. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.